Event description:
It was reported that the device was suspected of early elective replacement indicator due to high battery impedance. The device was planned for change out. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery depletion/eri (elective replacement indicator) was indicated. The eri was caused by high battery impedance noted on (B)(6) 2011 prior to explant. The ramware version 8 was installed on (B)(6) 2011.

Event description:
It was reported that the device was suspected of early elective replacement indicator due to high battery impedance. The device was planned for change out. No patient complications have been reported as a result of this event. It was further reported that the device was explanted and replaced.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) initially, the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery depletion/eri (elective replacement indicator) was indicated. The eri was caused by high battery impedance noted on (B)(6) 2011 prior to explant. The ramware version 8 was installed on (B)(6) 2011. Subsequently, the device was returned and analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.